Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dents on distal edge, loose light guide adapter and stains under cover glass. A definitive root cause could not be identified. Based on the results of the investigation, confirmed that the device had cut on cable. Moreover, dents on distal edge, loose light guide adapter and stains under cover glass were found during the product analysis. The most probable cause of the complaint is a component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a cut on the cord. The issue was identified during reprocessing there were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a cut on the cord. The issue was identified during reprocessing there were no reports of patient involvement.